Manufacturer narrative:
Concomitant medical products: product ID 8598a lot#/serial# (B)(6) product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient's headache improved. The midline incision conintued to have fluid. The patient was instructed to wear a binder and a rolled towel underneath at midline incision.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, lot# serial# (B)(6), implanted: (B)(6) 2024,explanted: (B)(6) 2025, product type catheter pro duct ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2024, explanted: (B)(6) 2025, ubd: 2026-01-14 UDI#: (B)(4). Product type catheter h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the system was explanted on (B)(6) 2025. The exact reason was unclear at the time of this report, but the rep was led to believe that it could have been an infection, but that had not been confirmed. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting was performed. At the time of this report, the issue was resolved and the patient status was "alive-no injury". Pump drug information was unknown. The patient's weight and medical history were asked but would not be made available. Additional information received on 2025-02-20 indicated that, on (B)(6) 2025, the hcp got a call from the patient's wife, who stated that he was hospitalized for increased pain and headache, where it was found that he had a subdural hematoma related to a cerebrospinal fluid leak. It was noted that the hcp had records and imaging for the rep to look at. The hcp spoke with the neurosurgeon, who would be doing more imaging and possible surgery. The hcp told the surgeon to keep them updated, as she said the pump may need to be removed. The hcp asked the rep to review imaging. On (B)(6) 2025, the hcp spoke to a nurse regarding the patient. The nurse stated that the patient had undergone surgeon and the pump and catheter were both removed due to a dural tear and subsequent csf leak.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had some fluid collection around pump pocket incision and the midline incision has baseball sized seroma around it. The healthcare provider aspirated 146cc of serosanguineous seroma from the pump pocket site and 68cc of serosanguineous seroma from the midline catheter. The patient noted a positional headache that got better with laying down, worse with standing. A blood patch was performed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8598a (serial: (B)(6); product type: 0184-catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pump was returned device passed all testing in the laboratory and no anomalies were identified. The 8596sc the catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent and passed pressure leak testing. Continuation of d10: product ID 8596sc. Serial# (B)(6) implanted: (B)(6) 2024. Product type catheter product ID 8598a. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8598a serial# (B)(6) product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.